Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering chain assembly was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer complained of the steering handle being too hard to turn. There were no reports of an injury or death.